Event description:
It was reported that smiths medical fluid warmer was not warming up water. No patient involvement.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was visually examined; this showed some damage to the water tank. The device was given functional testing and found to perform as per specifications. The reported issue could not be confirmed during testing.

Manufacturer narrative:
Other, other text: additional information d4 is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked water tank cover, wear and tear damaged enclosure, front cover, and plate clip. Corroded heater and float switch. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was not confirmed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions were taken to mitigate the reported issue.